Event description:
It was reported that during a pedicle screw procedure at l2-s1, the screwdriver tip broke into screw. The broken screwdriver tip was retrieved. Surgeon used another screwdriver to complete the procedure with no further problems. This is 1 of 1 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals the part was received with all six of the lobes broken off up to approximately 0.5mm from the drive tip. The drive will no longer retain a screw. The drive tip fragments were not returned for inspection. The design has been evaluated and has been determined to be acceptable for the intended use. The material of the screwdriver shaft is an appropriate material for an instrument of this type. The tip is a t25 stardrive and is designed to be used with the matrix screws and locking caps and fit inside the holding sleeves and other instrumentation in the system. The design has been demonstrated, when fully inserted into the recess, to withstand torques in excess of (B)(4) without deformation or breakage. The technique guide specifies, final tightening of the locking caps should only be performed with a calibrated, synthes 10 nm torque handle; with a caution that states, never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur. Based on the details of the complaint condition and evaluation of the returned part, there is no indication of a design related issue. This complaint is considered invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.